Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, d10, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reported issue was confirmed. Based on the results of the investigation and the information provided, it was presumed that a stent became lodged near the instrument channel port during removal during the previous procedure. It is likely that the issue was the result of an attempt to retrieve the stent through the instrument channel, causing the stent tube to kink within the instrument channel, leading to clogging. Additionally, the foreign material observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as no deformation of the nozzle was observed that might in the retention of foreign material and the facility cleaning/reprocessing was confirmed to have been implemented in accordance to the instructions for use. The event may be detected/prevented by following the instructions for use sections below: evis lucera jf/tjf type 260v operation manual chapter 5, ¿troubleshooting¿ section 5.1, ¿troubleshooting guide¿ describes how to troubleshoot during the procedure. Evis lucera jf/tjf type 260v operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ describes how to check irregularities in the nozzle olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the evis lucera duodenovideoscope had exhibited a clogged stent. The issue occurred during a stent removal therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.